Manufacturer narrative:
Service was not dispatched for this event. Raw data analysis was conducted. Raw data analysis demonstrated the following sample specific info: in this specific sample, the nrbc cells and lymphocyte cells showed up as one merged population in both wbc differential scatter plots and wbc histogram. Because of the special characteristics of the sample data pattern, algorithm failed to gate a high percentage of nrbc cells for this sample. Multiple wbc differential flags were generated by the instrument (such as blast, imm ne 2 and/or verify diff) for each test. Reticulocyte instrument generated flags were generated on each sample run to prompt the customer to further review the reticulocyte results. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00590.

Event description:
Customer reported erroneous white blood cell (wbc), reticulocyte, and nucleated red blood cell (nrbc) test results when using a coulter lh 780 hematology analyzer. There were instrument generated flags associated with the test results. Erroneous test results were reported out of the lab. Physician questioned the results and a second sample was obtained from the pt. Manual differential was performed and a corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer. This MDR is for the second of two lh780 analyzers.